Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (b)(46 2018, the patient experienced an adverse event. The patient¿s father stated that on the night of (B)(6) 2018, the g5 mobile application had a signal loss. During the time of signal loss, the patient was using a glucometer to monitor their blood glucose (bg) values. The patient was aware that they had low glucose and treated themselves to bring their sugar level up. At around 10:00pm, the patient passed out and was unconscious. The paramedics were called and when they arrived, they measured the patient¿s bg and it was 1.7mmol/l. The patient was taken to the hospital and was treated and released the same night. There was no allegation against the dexcom as the patient was aware of the signal loss and was alternately checking their bg values with a glucometer. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.